Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer service provided pump reset instructions and assisted the caller with resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue returned.